Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient was not getting coverage/relief of the right sided pain. The patient was asking to be seen at follow-up appointment (B)(6) 2018 for reprogramming. No addition al complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 977a260 lot# (B)(4) implanted: (B)(4)2018 explanted: (B)(6)2018 product type lead product ID 977a260 lot# (B)(4) implanted: (B)(6)2018 explanted: (B)(6)2018 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received 2018-06-19. The patient reported increased pain at times on the right side of his lower back. The patient continued to have sensitivity with changes in amplitudes. They were reprogrammed in an attempt to improve relief, including programming adaptive stim. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a260, (B)(4) serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer representative concerning patient with implantable neurostimulator (ins) for non-malignant pain. A lack of therapeutic effect was reported. It was reported one lead was placed subcutaneously and the other is anteriorly placed, neither of which were providing effective therapy. There were no environmental or external factors reported that may have led to the lack of therapy. A lateral x-ray was taken to confirm lead placement. The patient was being referred to neurosurgery for a lead revision. No further complications were reported/anticipated.

Manufacturer narrative:
Code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient was being referred to a neurosurgeon as the percutaneous leads were not placed in the correct area for effective therapy. Further information received from the consumer via the manufacturer representative stated the percutaneous lead was believed to be irritating a nerve on the right side and he had increased pain so a paddle lead was placed on (B)(6)2018. The patient noted that the next day he started having severe pain that he believed to be nerve pain. The patient didn¿t believe it was related to the device but went to the emergency room and was admitted with atrial fibrillation. Impedances were found to be within normal limits and program a was activated but turned off as the patient was on high density and did not have a post-op appointment for another week. The issue was not resolved at the time of the report.